Event description:
The customer reported the monitor shut down during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the ups and ips. Sys operates as intended. (B)(4).